Event description:
The patient's generator was replaced due to low battery . The generator was returned for analysis product analysis was completed on the returned generator. . Visual analysis of the generator showed contaminates on the trimmed edge of the pcba. The generator passed functional tests; however, the series resistor voltage showed increased current consumption and it is believed that opening the generator disturbed the contaminants on the pcba, removing debris that could lead to resistive paths between the copper edges on the trimmed edge of the pcba. Therefore, te observed conductive debris suggests probable current leakage paths that led to premature depletion. Per a review of the manufacturer's device history records, the generator passed final quality and functional specifications prior to release. The generator was laser-routed. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date.